Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A healthcare provider alleged and reported the insulin pump was alarming with multiple errors, including unexpected restart and motor errors. Customer's blood glucose was not known. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. No a13 alarm or a21 alarm noted during testing. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump has the insulin pump has cracked battery tube threads , cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.